Manufacturer narrative:
A call service 69 alarm was reproduced during the investigation. The failure is defined as a language file corruption while retrieving the language text. The failure was written as a call service 87 failure in the pump's black box. The error is resident to a flash chip in the pump. Unrelated to the initial allegation, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 069 alarm. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no allegation of an adverse event associated with this complaint.